Event description:
The son of a pt reported to the MFR on (B)(6) 2011 that his father was given a new comfortgel full face mask on (B)(6) 2011 by his durable medical equipment (dme) supplier for use with a continuous positive airway pressure (CPAP) device. On (B)(6) 2011, the pt was reported to have reacted to the smell of the new mask, vomited while wearing the mask, and swallowed some amount of vomit. At that time, the pt removed the mask and fell into an unresponsive state. The pt's wife awoke and found the pt was not wearing the mask and was not breathing. The pt experienced cardiac arrest at the home and was transported to a hospital. The pt lapsed into a comatose state, developed pneumonia, and passed away on (B)(6) 2011. The pt was reported to have a pre-existing heart condition. A respiratory therapist manager from the dme reported that the pt was identified as "high-risk" for heart failure. The pt's son reported that the pt was on disability for congestive heart failure. The MFR contacted the dme who reported that the pt's son brought the mask and CPAP device for eval on (B)(6) 2011. The dme tested the CPAP device and reported that no operational issues were found. There was no identifiable odor associated with the mask or CPAP device at the time of the eval. The referenced CPAP device and mask will not be returned to the MFR for additional eval. The comfortgel full face mask is intended to provide an interface for application of CPAP or bi-level therapy to pts. The MFR confirmed that the device labeling indicates that the mask is for single pt use in the home and multi-pt use in the hospital or institutional environment. The mask is to be used on pts (B)(6) who are appropriate candidates for noninvasive ventilation. This mask should not be used for pts who are uncooperative, obtunded, unresponsive, or unable to remove the mask by themselves. Labeling further instructs the user to hand wash the mask before first use and daily with a mild detergent and warm water, rinse thoroughly with drinking quality water, and allow to air dry.

Manufacturer narrative:
A review of the MFR's adverse event database confirmed that no similar events in which a pt experienced nausea and vomiting due to new mask odor had been reported. Although the family members of the pt allege the new mask odor caused or contributed to the adverse event, the MFR concludes that the pt's pre-existing condition was likely the cause of the pt's death. The MFR has determined that existing labeling is adequate to ensure proper use of the comfortgel full face mask and to minimize the potential risk of serious injury to the user. No further action is appropriate.